Manufacturer narrative:
Zimmer biomet complaint # (B)(4). Concomitant medical products: unknown head, catalog # ni, lot# ni. Unknown stem, catalog # ni, lot# ni. Unknown cup, catalog # ni, lot# ni.

Event description:
It was reported a patient has been indicated for revision of the acetabular liner due to unknown reasons. No revision has been reported to date. Attempts to obtain additional information have been made; however, no further information is available at this time.

Manufacturer narrative:
Cmp(B)(4).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that during an initial hip arthroplasty procedure, the surgeon removed the liner in order to reposition the cup. The same liner was used to complete the procedure. It is unknown if there was an issue with the device or if the repositioning was surgeon preference.

Manufacturer narrative:
DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Reported event was unable to be confirmed as part number / lot number of device involved in the incident was unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.